Event description:
Patient has worn this lens type successfully since 11/01 on a 14-day continuous wear basis. The patient reported having pain and went to the emergency center and was treated with drops. The following day the patient followed up with an ophthalmologist. The next day, the condition was worse and the patient was referred to the hospital. The patient was diagnosed with a central pseudomonas-corneal ulcer of the left eye and is currently under treatment. The lens involved in the event had been worn for 8 days when the incident occurred.